Manufacturer narrative:
On october 16, 2024, the mentor failure analysis lab received the device for evaluation. On october 24, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 325cc breast implant was found to have a missing material on the posterior view, measuring approximately 3.0 cm x 3.2 cm. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the tear in the remaining area could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered left breast implant deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024. The replacement was a mentor saline implant.

Manufacturer narrative:
On september 23, 2024, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 375cc mentor smooth round moderate profile catalog: 3501660 lot: 9778560 sn: (B)(6) and (right) 375cc mentor smooth round moderate profile catalog: 3501660 lot: 9792841 sn: (B)(6).